Event description:
I was implanted with essure in (B)(6) 2012. The procedure was done in my doctor's office with cervical block and some pain meds taken before the appointment. The procedure was one of the most painful experiences of my life and I have had two vaginal births. My uterus was very retroverted and one coil was very difficult to place. After several tries, the doctor finally was able to place it. I spent the rest of the day in bed resting. The next day I began to have labor like cramping and very heavy menstrual bleeding. I called my doctor and they asked me to keep them posted. After a couple weeks of progressively worse bleeding, cramping, followed with migraines, horrid back pain, and extreme fatigue, my doctor ordered an x-ray to rule out perforation. The x-ray showed that the coils were exactly where they were supposed to be. My symptoms got worse and got more complicated. Hair loss, memory loss, confusion, joint and muscle pain, insomnia and chronic infections followed. I just wanted birth control, but got way more than what I was expecting. I was fortunate that my implanting doctor wanted to schedule a hysterectomy immediately. My dr said that I was having a bad reaction to essure, he had never seen it before, but took me seriously immediately. I had one visit to the emergency room due to fainting spells. I have a nickel allergy and shared that with my doctor before implantation and he said that nickel had been removed from the list of contra-indications. I had the essure coils in for only 10 weeks, but it was 10 weeks of total (B)(6). I started feeling better within hours after my hysterectomy and most of my symptoms were gone within a few weeks. I never thought I would have to have such an extreme surgery at the age of (B)(6). I had to take three weeks off from work during (B)(6).